Event description:
It was reported that the implantable pulse generator (ipg) case was damaged by forceps during generator removal from the pocket while attempting a lead replacement procedure. The physician preferred to use a new device due to possible internal circuitry damage as well as cross contamination risk removing it from the left side and re-implanting it on the right. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. It was noted that the device was damaged. (B)(4).